Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the lead was placed but pulled back after splitting the catheter accessory. After the lead was connected to the device, there was no capture and the lead had moved to the coronary sinus. The attempts to reposition the lead were not successful. The lead was removed and a new lead was implanted.

Event description:
No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. It was noted on the visual summary the lead was damaged at implant.